Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic with right ventricular lead noise. The fracture was discovered in clinic due to ventricular tachycardia/ventricular fibrillation episodes with therapy inhibition due to noise. The lead was capped and replaced on (B)(6) 2018. Patient was stable before, during and post procedure.